Manufacturer narrative:
(B)(4). Eval, results: (endoleak). Results/conclusion: (calcification and moderate tortuosity). (Other manufacturer's device (previously implanted renal stents protruding into the aortic neck) likely contributed to the leak.)

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 6.2 cm abdominal aortic aneurism. The vessel morphology was reported mild calcification and moderate tortuosity. Prior to the stent graft implantation procedure on an unk date the pt had two bare metal stents in the renal artery. The aorta was 24 mm in diameter at the lowest renal artery and 23 mm in diameter 20 mm below the lowest renal artery. The stent grafts were implanted. Upon final angiogram, there was a proximal type I endoleak. The renal stent was slightly protruding in the aorta. The physician believes that this was the cause of the proximal type I endoleak. The physician implanted an aortic cuff proximally to the bifurcated stent graft and the proximal type I endoleak was resolved. No clinical sequelae were reported and the pt is fine.